Event description:
The customer received questionable results for three patient urine samples for color, leukocyte (wbc) and erythrocyte (rbc). Of the data provided, only the results for one patient sample were reported outside the laboratory. The leukocyte (wbc) and erythrocyte (rbc) results were negative and were reported outside the laboratory. Upon microscopic analysis, both the leukocyte (wbc) and erythrocyte (rbc) results were greater than 100/ul. The microscopic results were believed to be correct. The patient was not adversely affected. The urisys 2400 cassette lot number was 21913900 with an expiration date of 11/30/2013. The field service representative determined there was an electronic failure of test strip measurement assembly and replaced it. He performed mechanical and electronic alignments and factory and user calibrations. The customer ran qc and all results met specifications. He determined the system operation met specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.